Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. Approximately one month prior to receipt of this report, dianeal therapy was discontinued. On an unreported date the pd catheter was removed due to ¿post peritonitis adhesiveness¿. At the time of this report the patient outcome was not reported. No additional information is available.